Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted for high pacing impedance readings. A chest xray revealed a possible lead fracture. The pocket was opened, and the device was detached, and impedance measurements on the lead with the pasing sysyem analyzer were normal. Both the lead and the device were explanted as the cause of the high impedance reading could not be determined.